Event description:
Product got stuck in pt's arm when. When they tried to remove the product, it started unraveling and fell apart. Pt had to be brought into surgery. Type of procedure and pt outcome were not provided by the reporter.

Manufacturer narrative:
(B)(4). Event is still under investigation.